Event description:
This is a spontaneous case report received from a lawyer on 23-sep-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. Following the essure procedure, plaintiff experienced severe pain, and required a hysterectomy and removal of the device in (B)(6) 2015. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pain (seen as pelvic pain). This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Follow up information received on 26-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pain (seen as pelvic pain). This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal bleeding (severe)") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 5478401) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test ? No". The patient's past medical history included ex-smoker, parity 5 and multigravida. Concurrent conditions included obesity, chronic fatigue syndrome, dysfunctional uterine bleeding, dizziness, malaise, uterine fibroid and pap smear abnormal. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced bladder pain ("bladder/ urinary (all day cramping and aching, severe)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy (partial)) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea and bladder pain outcome was unknown. The reporter considered bladder pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: laparoscopic assisted vaginal hysterectomy and removal of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Pregnancy test - on an unknown date: negative. Cervicovaginal cytology: low grade squamous intraepithelial lesion. Most recent follow-up information incorporated above includes: on 04-jan-2018: event abnormal bleeding, infection ((bladder/ urinary tract/ vaginal), dysmenorrhea (cramping), bladder pain and investigation non-compliance was added. Legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal bleeding (severe)") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 5478401) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no". The patient's past medical history included ex-smoker, parity 5 and multigravida. Concurrent conditions included obesity, chronic fatigue syndrome, dysfunctional uterine bleeding, dizziness, malaise, uterine fibroid, pap smear abnormal, uterine fibroid and pap smear abnormal. In august 2012, the patient had essure inserted. In august 2012, the patient experienced pelvic pain, vaginal haemorrhage and menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder pain ("bladder/urinary (all day cramping and aching, severe)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had not resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, dysmenorrhoea, bladder pain, bladder disorder, urinary tract disorder and vulvovaginal pain outcome was unknown. The reporter considered bladder disorder, bladder pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: laparoscopic assisted vaginal hysterectomy and removal of both fallopian tubes. After removal most of the symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Pregnancy test - on an unknown date: negative cervicovaginal cytology: low grade squamous intraepithelial lesion. Most recent follow-up information incorporated above includes: on 18-apr-2018: events- "bladder problems, urinary problems or changes, vaginal pain" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.